Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The instrument and instrument data were analyzed. The instrument was repaired. The fse replaced the ise cpu board, ise mixer motor, dip pump and dpp probe check valve. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant sodium and potassium results were obtained for a patient. Initial results were obtained on an advia 2400 and reported to the doctor. The sample was repeated on another instrument with different, correct results. The corrected results were reported to the physician. There was no report of adverse health consequences or known patient intervention as a result of the discrepant results.